Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) was attempted to be implanted in three separate locations and all in all locations the device exhibited noise. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.